Event description:
It was reported that following an ablation procedure, the device delivered shock therapy that was deemed inappropriate. The device programming was adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.